Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part/lot numbers were not reported. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization / prolonged hospitalization appear to be related to the operational context of the procedure. The reported patient effect of stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Date of event estimated: (B)(6) 2022. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Implant date estimated: (B)(6) 2020. Article title ¿treatment of in-stent restenosis with sirolimus-eluting magnesium bioresorbable scaffolds: optical coherence tomography insights¿.

Event description:
It was reported via an article, in-stent restenosis (isr) occurred after implantation of a xience stent, the implant date was not provided, estimated date is (B)(6) 2020. On (B)(6) 2022 (estimated date), a sirolimus-eluting magnesium bioresorbable scaffold (mgs) was implanted for treatment of the isr. Details are listed in the attached article, titled ¿treatment of in-stent restenosis with sirolimus-eluting magnesium bioresorbable scaffolds: optical coherence tomography insights¿.